Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. A reboot resolved the reported issue. At this time, no parts have been replaced on the system, and a medtronic representative has not traveled to the site for system inspection. No additional findings at this time.

Event description:
A medtronic representative reported that during a cranial procedure, the navigation system became unresponsive. It was reported that the system had been used to navigate several time in the procedure already, and when the surgeon attempted to navigate again, the screen had frozen. The system was rebooted, which resolved the issue. The procedure was completed successfully with the navigation system after a delay of less than one hour. The patient was not impacted.